Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 440 - 500 mg/dl and associated symptoms of vomiting. While on the phone with animas customer support, the patient reportedly was unable to test blood glucose level and stated to the customer support representative that they would ¿bring sugar down with rapid-acting insulin from the pump, and check sugar every hour.¿ the patient reportedly did not have any long-acting insulin. Animas customer support initiated 911 protocol because the patient was at home alone. During the call with animas customer support, the patient reportedly checked their blood sugar level with an emergency medical technician and the blood glucose reading was 440 mg/dl; the patient reportedly refused treatment from the emergency medical technician. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management and provided self-treatment. Troubleshooting performed by animas customer support revealed the patient¿s blood glucose excursion was associated with incomplete prime steps; loss of prime events were triggered by power interruption and/or related to cartridge change and the pump requires prime steps to be completed and the patient reportedly did not know what steps to complete to clear the warning from the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue of incomplete prime steps.